Manufacturer narrative:
Investigation is on going; no conclusion could be drawn. No device has been returned. Review of the mfg records for this lot has been requested.

Event description:
The subject pt specific implant was placed following removal of cranial plate and mesh which had been placed to treat a cranial defect. Pt subsequently developed an infection and the pt specific implant was removed. Pt currently has a large defect present as nothing was used in place of the psi.